Event description:
It was reported that following the electronics performance indicator (epi), an alert was received by the clinician, and the device is awaiting explant. The patient was in stable condition.

Event description:
Additional information was received indicating due to the condition of the patient, unrelated to the device, the device will not be explanted nor replaced. No intervention has been performed.